Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015; upon removal of the sensor pod from the patient's body the sensor wire separated and remaining in the patient's skin. Patient's mother removed the wire with tweezers. The sensor was inserted at the buttocks on (B)(6) 2015. No additional event or patient information is available.